Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, vasospasm occurred. In (B)(6) 2011, the patient presented with myocardial infarction and was referred for cardiac catheterization. The 1st target lesion was located in the proximal left anterior descending artery (prox lad) with 100% stenosis and was 12mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of two overlapping promus element stents of size 3.00x20mm and 3.00x16mm. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and prasugrel. The 2nd de novo target lesion was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.85mm. Following pre-dilation using a 2.5x12mm apex balloon, a distal spasm was noted which was treated with nitrosine ic 100 cc. A 3.00x12mm promus element stent was then placed. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and clopidogrel.